Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported having put an unknown amount of reagent from the binaxnow covid-19 antigen self-test onto the swab and then inserted the swab into their nostrils to collect the sample for testing. The consumer did not indicate that they experienced any effects from the exposure to the reagent. No further information was received.

Manufacturer narrative:
Investigation report: the customer reported swabbing their nose with the reagent solution while taking binaxnow¿ covid-19 antigen self test and wants to know if their results are positive. Technical service informed the customer that the results were invalid due to procedure not being followed. Technical service was unable to provide sds information to the customer due to disconnection of the call. The reported health status is anticipated in nature and severity for binaxnow¿ covid-19 antigen self test. The product will continue to be monitored and tracked.